Event description:
Allergan representative reported on behalf of the implanting surgeon, the death of a lap-band patient the night of the surgery. The surgeon reports: "there were no complications during the surgery" and "assumes" there might have been "cardiac or respiratory problems." Autopsy results are unavailable as of now. The event was initially reported by a representative of a weight loss center to our allergan representative. Additional information from the (online) newspaper article "[the patient's] death followed weight-reduction surgery to deal with sleep apnea, said [the patient's] brother, [name] of [city] township. The disorder, which causes people to stop breathing during sleep, was diagnosed by a doctor about two months ago. [Patient name] was (B) (6) and (B) (6) at the time of [the patient's] death. [The patient] had lost 47 pounds on [their] own before the surgery, which involved an adjustable band intended to limit food intake, [the patient's] brother said. [Patient's name] died after returning to [their] [city] township home from a hospital, but the cause hasn't been determined, [the patient's] brother said." Follow up with the surgeon is in progress.

Manufacturer narrative:
Taper unk. (B) (4). The reporter of the complaint was asked to return the product for analysis, if so available, as well as to indicate the product serial number, the date of the event, and the explant date, if explanted. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint since no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Death is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Special care must be used when handling the device because contaminants such as lint, fingerprints and talc may lead to a foreign-body reaction. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."